Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed at various points during the case. A combination of spitting clips, not discharging clips, and misaligned clips left the surgeon frustrated and staff perplexed. The procedure was completed using these device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience of the device not discharging clips is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the reported incident of clip malformation; no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what is meant by the clips were "misaligned". Were the clips unformed or malformed? Were the clips scissored? Yes, the clips were scissored and some fell out of the distal tip unformed.